Event description:
Reportedly fired, but could not cut properly. The surgeon pulled the device back by force, then the tissue was damaged. Treated the tissue by firing again with another device. Procedure: lar double staple.